Event description:
The customer stated that discordant hepatitis b surface antigen (hbsag) results were obtained on two patient samples on an advia centaur cp instrument. The customer provided the data for one sample, which initially resulted falsely high and was above the cutoff for mandatory confirmation testing. This discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument and resulted negative for hbsag. It is unknown if the corrected results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The initial MDR 2432235-2014-00574 was filed on october 03, 2014.additional information (10/06/2014): the customer provided the data of the second patient sample.

Event description:
The customer provided the data of the second patient sample. The sample was repeated in duplicate on the same instrument and one replicate resulted falsely positive. The result was low and would require confirmation testing prior to reporting. The second replicate resulted negative, which matched the initial result from the patient sample. The negative result was reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the base pump and decontaminated the acid, base, and wash1 lines. The cse also replaced the wash tubing around the peristaltic pump, an elbow component which broke during service, rinse block, positive displacement pump, and reagent syringe. The cse calibrated the samples probe and replaced the y fittings. Patient samples and precision testing were run, resulting within range. The cause of the discordant hbsag results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.